Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On "(B)(6) 2017", the reporter contacted animas and alleged that the patient had been hospitalized with nausea, symptoms of dehydration (dizzy, lightheaded), and large ketones, and a blood glucose greater than 250 mg/dl. During troubleshooting, customer support found that the patient had overridden dosage recommended by bolus calculator feature. Cs attributed the bg excursion to training misuse and refered the patient to hcp for diabetes management. This complaint is being reported because the patient experienced hyperglycemia subsequent to a use error.